Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-2600sbs-4 was received for investigation. The instrument received for analysis is a punch 4.5 mm shaft batch number 12484629. Functional testing found that the shaft is attached to the blue handle. However, the measurement of the instrument¿s overall length failed. Also, it was noted that the shaft¿s weld mark is out of the blue handle. It is concluded that the blue handle was detached from the shaft and later reassembled. Visual evaluation found scratches marks on the shaft. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.

Event description:
It was reported that during a superior capsular reconstruction surgery the blue handle from the punch became detached from the metal shaft when it was inside the patient. The surgery was finished successfully with a different device. A drill from another anchor system had to be used until a new kit was brought into the hall. It was not necessary to switch the surgical technique or do a second surgery. 14-mar-2023 update dw further information were provided that ht event occurred on (B)(6) 2022 and that no patient was harmed due to the event.